Event description:
Vns patient passed away. The patient's family had been previously contacted to notify them that the patient's device may be nearing end of service. The patient's family member indicated that device diagnostic testing in 11/02 confirmed that the device was at end of service. The patient's family member indicated that the family did not wish to replace the device since it never seemed to make any positive change in the patient's seizures.